Event description:
During a procedure with the rotabulator device, the burr stalled in the pt and the physician was unable to dynaglide out. The shaft was cut and and the burr was retrieved with a snare. Pt went to bypass surgery for repair of the left anterior descending. The pt was reported in okay condition following surgery. Note: the physician did not feel the incident was product related. They may not have had the flush running when the burr stalled.